Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. It passed the displacement, rewind, basic occlusion, and occlusion tests. The motor was tested outside the device and passed. No motor error alarm or excessive no delivery alarms noted. The device also had a scratched lcd window, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery and motor error during bolus. Blood glucose value was 286 mg/dl. It was stated that the device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The alarm occurred more than one in 30 days. The device was returned for analysis.